Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), states that potential device or procedure related adverse events include endoprosthesis: improper placement; occlusion; thrombosis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
12.13.24 lit article [USA] ctag chou el, lu e, dake md, et al. Initial outcomes of the gore tag thoracic branch endoprosthesis for endovascular repair of blunt thoracic aortic injury. Ann vasc surg. 2024; 104:147-155. Doi: 10.1016/j.avsg.2023.12.088 . Summary: the objective of this study was to report one-year outcomes of total endovascular repair of blunt thoracic aortic injury [btai] using gore®tag®conformable thoracic stent graft. The study required zone 2 coverage of the aorta with left subclavian artery [lsa] sacrifice. The study included 9 patients [8 males, 1 female age 22-76] from 2018 to 2019. Follow up evaluations were scheduled at 1, 6, and 12 months. In this follow up period there was only one asymptomatic lsa branch occlusion at 6 months after repair. There was no treatment provided for the occlusion. No other complications were noted. Literature and dates not provided: date of implant will be (B)(6) 2018. Date of event will be january 15, 2019.

Event description:
Summary: the objective of this study was to report one-year outcomes of total endovascular repair of blunt thoracic aortic injury [btai] using gore® tag® thoracic branch endoprosthesis. The study required zone 2 coverage of the aorta with left subclavian artery [lsa] sacrifice. The study included 9 patients [8 males, 1 female age 22-76] from 2018 to 2019. Follow up evaluations were scheduled at 1, 6, and 12 months. In this follow up period there was only one asymptomatic lsa branch occlusion at 6 months after repair. There was no treatment provided for the occlusion. No other complications were noted.

Manufacturer narrative:
Product# 20059794 corrected. Per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to: branch vessel occlusion or obstruction, endoprosthesis: occlusion, thrombosis.

Manufacturer narrative:
Multiple attempts were made to obtain additional information for this event. As no additional information has been received, this event will be closed with the provided information. A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), states that potential device or procedure related adverse events include endoprosthesis: improper placement; occlusion; thrombosis.